Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (uncheck healthcare professional option to align with reporter's title & occupation in e2/e3). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the flickering image occurred due to a communication failure caused by the disconnected and broken cable from kink/knot on it. The event can be detected/prevented by following the instructions for use which state: "never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The following was found: the initial event ¿glitches out,¿ was confirmed. The device was found to have a bad flickering image due to a kink/knot on the cable which needed to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head experienced image glitches. It was unknown when the event took place. There was no report of patient or user harm associated with the event.